Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus provided the customer with troubleshooting support. The customer was able to capture images using the ¿provation mouse¿ selection in the device program. All user settings and advance settings in the cv-190 were correct. The user setting was re-selected. The customer had the maj-1918 remote cable connected to the option port and encountered an e315 ¿image processor or light source¿ error. The customer was instructed to connect to the adapter port, and encountered error e402 - ¿df (digital file) not connected.¿ the customer swapped out the maj-1916 and 555645 cables and still could not take images. The customer was advised to swap out the maj-1918 cable. Additional troubleshooting support was provided to the customer, who checked and ensured that all settings in the cv-190 were as they should be for interfacing with provation software. The customer swapped out the remote cabling with known good cables and the maj-1916 adapter. The e402 ¿df not connected¿ recurred when attempting to interface with the provation system. The customer was advised that the cv-190 was operating correctly, and to address the problem with provation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the customer.

Event description:
Olympus representative reported, on behalf of a customer. That error code e402 ¿digital file not connected¿ occurred when interfacing the evis exera iii video system center with provation software during an unspecified diagnostic procedure. There were no reports of patient harm.